Manufacturer narrative:
A further investigation (fi) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a curved opening and brown particles. A leak test was performed which found one opening. A microscopic analysis identified a curved sharp opening on the stable base bond edge assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the shell thickness within the specification. An air void measuring 2.3mm was observed between the shell and insert which is out of specification and is assessed as a workmanship. Based on the device analysis the final assessment is a sharp opening assessed as an unidentified tear opening.

Event description:
The events occurred on the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was due to a tear in the tissue expander. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side "tear" in tissue expander. Device was explanted.

Manufacturer narrative:
Further investigation (fi) results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, observed void in insert (vi). Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in insert will continue to be monitored and a corrective action will take in the future if deemed appropriate

Event description:
Healthcare professional reported a left side "tear" in tissue expander. Device was explanted.